Manufacturer narrative:
Initial.

Event description:
It was reported that the ilet displayed ¿unable to proceed¿ during hold-to-see drops and again during rewind and dry-run steps, consistent with an occlusion or complete blockage involving the tubing component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed a communications problem identified with the system associated with a complete blockage involving the tube. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.